Event description:
It was reported that three hours after the foley catheter was placed, it slipped, and there was a 1*0.1 cm split at the water balloon on the foley catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be poor or rough stripping causing torn funnels. The device was not returned for evaluation. The lot number is unknown. Therefore, the device history record could not be reviewed. The instructions for use were found adequate and states the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient".

Event description:
It was reported that three hours after the foley catheter was placed, it slipped, and there was a 1*0.1 cm split at the water balloon on the foley catheter.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. A potential root cause for this failure mode could be low latex viscosity, short latex dwell time, latex dip speed out too slow causing thin sac. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." The actual/suspected device was inspected.

Event description:
It was reported that three hours after the foley catheter was placed, it slipped, and there was a 1*0.1 cm split at the water balloon on the foley catheter.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Evaluation confirmed the balloon was burst. However, the exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." The actual/suspected device was inspected.